Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to pump pocket infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen (dose and concentration unknown) via an implantable pump for intractable spasticity. It was reported the family called the neurosurgery office on (B)(6) 2018. It was noted keflex (antibiotic) 25 mg by mouth daily was started for 10 days. The patient presented to neurosurgery clinic on (B)(6) 2018. It was noted the pump incision demonstrates small area of erythema, retained stitch, had fluid collection noted around lumbar incision, and examination revealed abdominal wound infection. Antibiotics were started along with 1/2 strength hydrogen peroxide cleanse and was instructed to scrub twice daily. On (B)(6) 2018 the patient presented to neurosurgery and the wound erythema decreased, the stitch was removed and treatment was continued. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was infection at the pump site incision. The patient's weight was (B)(6) kg. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The event date was (B)(6) 2018. No further complications were reported/anticipated.